Event description:
Neurotip was being used to assess lower limb sensation. Pt returned to clinic half an hour later experiencing the beginning of an allergic reaction. MFR was contacted by the healthcare professional in charge who was advised of the material quantities that make up the content of the steel. It was then mentioned by co's 'new product design manager' that nickel could be the offending material. It was noted that the pt has many allergies and is not known to have a specific allergy to nickel.